Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the patient line during initial drain of peritoneal dialysis therapy on the homechoice device. The patient was connected to the device at the time of the event. During troubleshooting, there was nothing unusual noted with the supplies or the setup that could have caused or contributed to the event. The patient ended therapy and planned to restart using new supplies. There was no injury or medical intervention indicated at the time of the report. No additional information is available.